Event description:
Treatment of an avm. It was reported the catheter was used to deliver onyx and removed from the onyx cast successfully. During re-direct to a different artery, the catheter broke off at approximately 10-15cm from the distal tip. The broken segment remained in the pt and the physician chose not to retrieve it because it was occluding the vessel that he was attempting to occlude. No complication were reported with the pt as a result of the event. Same event as MDR# 2029214-2010-00062.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event. (B) (4).